Event description:
A patient reported issues with their out-of-warranty tslim x2 pump, noting that insulin levels did not update correctly when changing the cartridge, causing wasted insulin and interrupted therapy. Additionally, inaccuracies in the battery percentage caused confusion about the charge level. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance, and no additional information or corrective actions were obtained by technical support.